Event description:
Information was received that the cadd extension set is leaking from the tubing at the filter disc. Patient discarded tubing. Patient using remodulin. Dose or amount: 1, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to (B)(6) 2018. No reported adverse effects.